Event description:
The customer reported falsely depressed alinity I total psa results generated on an alinity I processing module. All three patients were males in their 80s. The customer stated an instrument error message for the pre-trigger was generated after the depressed total psa result was generated. The following data was provided (customer¿s reference range for total psa = < 4.0 ng/ml): on (B)(6) 2025 on (B)(6): sid (B)(6): total psa result = 2.014 ng/ml. Sid (B)(6): total psa result = 1.293 ng/ml. Sid (B)(6): total psa result = 3.906 ng/ml. On (B)(6)2025, samples were retested on another instrument (B)(6): sid (B)(6): total psa result = 5.393 ng/ml. Sid (B)(6): total psa result = 3.136 ng/ml. Sid (B)(6): total psa result = 9.485 ng/ml. There was no impact to patient management reported. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. A1 - patient identifier: (B)(6) (male in their 80s) / (B)(6) (male in their 80s) / (B)(6) (male in their 80s) - 3 total patients. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported falsely depressed alinity I total psa results generated on an alinity I processing module. All three patients were males in their 80s. The customer stated an instrument error message for the pre-trigger was generated after the depressed total psa result was generated. The following data was provided (customer¿s reference range for total psa = < 4.0 ng/ml): on (B)(6) 2025 on (B)(6): sid (B)(6): total psa result = 2.014 ng/ml. Sid (B)(6): total psa result = 1.293 ng/ml. Sid (B)(6): total psa result = 3.906 ng/ml. On (B)(6) 2025, samples were retested on another instrument ((B)(6)): sid (B)(6): total psa result = 5.393 ng/ml. Sid (B)(6): total psa result = 3.136 ng/ml. Sid (B)(6): total psa result = 9.485 ng/ml . There was no impact to patient management reported. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and replaced the alnty ci snsr bsl, resolving the issue. The instrument service history review for (B)(6) revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the alinity I processing module did not identify an increase in complaint activity. A review of tracking and trending for the alnty ci snsr bsl did not identify an increase in complaint activity. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity I processing module for serial (B)(6) or the alnty ci snsr bsl were identified.